Event description:
It was reported patient had pain at the pocket site and as such surgical intervention was undertaken on (B)(6) 2024, where the battery was repositioned to the other flank. Therapy was restored.

Manufacturer narrative:
B3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.